Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast augmentation revision with 350cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture post procedure. The capsular contracture was accompanied by pain. As a result, bilateral prosthesis replacement with 320cc mentor memorygel breast implants was performed. See 1645337-2020-00210 for contralateral prosthesis report.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).